Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had unknown sling implanted on an unknown date. An artificial urinary sphincter (aus) was previously implanted. The aus was now replaced due to incontinence. (Refer to manufacturer report number 2124215-2024-09889). No further patient complications were reported.